Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary of (B)(4): analysis revealed no output when programmed vvi nominal. Rtt (recommended replacement time) battery voltage measured 1.82 volts and 489 ohms. The confirmed high current drain was the result of excessive leakage in a ceramic capacitor.

Event description:
It was reported that the device was not able to be interrogated prior to implant. It was noted that when the device was interrogated later, the elective replacement indicator was tripped. The device was not implanted in a patient. No patient complications were reported as a result of this event.